Event description:
A complaint of high readings was rec'd on a customer's precision qid meter. The customer obtained a reading of 10.1mmol/l before she went to bed. An ambulance was called during the night as the customer had a severe hypo. The customer was given a can of coke and then a reading of 5.1mmol/l was obtained on the ambulance meter, type unknown. A test was performed at the same time using the precision qid meter, this gave a reading of 25.5mmol/l. The next day the customer obtained a reading of 19.8mmol/l on the precision qid meter. She performed a comparision test using a glucocare meter which read 8.4mmol/l.